Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment. It was reported that the initial mitraclip procedure which took place on (B)(6) 2018 was to treat functional mitral regurgitation with a grade of 4. One clip was implanted reducing the mr grade to 1. On (B)(6) 2018, the patient was getting worse with an mr grade of 4. An echocardiogram revealed a single leaflet device attachment (slda) of the posterior leaflet. On (B)(6) 2018, a second procedure was performed reducing mr to grade 1 and stabilizing the slda. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the slda in this incident could not be determined. The patient effect of worsening mitral regurgitation (mr) was a result of the single leaflet device attachment (slda). The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.